Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection approximately seven weeks after the implant of an implantable pulse generator (ipg) system with an absorbable envelope. The ipg system was explanted. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.